Manufacturer narrative:
H10/h11: upon further investigation it was found that this is a duplicate record of MFR report number 2518422-2025-043738.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a watchdog test failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they had already attempted to resolve the issue by replacing the central processing unit (cpu) printed circuit board assembly (pcba) and motor controller (mc) pcba, but the issue was still occurring. This investigation is ongoing.